Manufacturer narrative:
The reported event of failure to capture was confirmed. Final analysis found the complete lead was returned in one piece. X-ray examination found damages consistent with procedural damage. Electrical test found short between the conductors. The cause of the reported event was isolated to the damage inner insulation in the over torque region. The lead was otherwise normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited loss of cardiac pacing when the helix was out. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.